Manufacturer narrative:
The barcode reader was replaced to resolve the problem. The data files have been sent for investigation. Siemens has asked if the barcodes for patients a and b and the barcode reader are available to be returned for investigation. There was no report of harm and no report of a medical procedure or treatment being delayed or withheld. The cause of this event is unknown.

Event description:
The customer reported a barcode misread. The clinician was reviewing results from patient a, ID # (B)(6) and came across a blood gas result from the rp500 on (B)(6) 2018 at 12:51. Patient a's last visit was on (B)(6) 2018. There was another patient in the same area, patient b, ID # (B)(6) on (B)(6) /2018. The list of results for patient b have been reviewed in the medical record and the result from 12:51 is missing. It appears the barcode reader has misread (B)(4) and results have transferred through to patient a's medical record. There was no injury reported due to this event.

Manufacturer narrative:
The investigator examined the barcode examples included in the complaint. The image has a series of vertical lines that go straight through the barcodes. If that is representative of how barcodes are created at the institution, it is possible that the vertical line could confuse the barcode scanner into interpreting a "5" as a "6". Particularly where there is no check-digit to aid the scanner in determining that it has misread the barcode. Barcodes in examples provided by the customer also could not be scanned due to blurriness. Other code39 barcodes were tested with the returned scanner and were read correctly. Barcode scans are not logged by the instrument, so there's no additional information available to help in the investigation. The investigator suggests that the customer have their printer cleaned (to eliminate the vertical lines) and convert to a symbology that uses a check-digit to allow the scanner to confirm the validity of the data it decodes. The cause of the issue was unable to be determined.